Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 3006705815-2017-00474. It was reported the patient had an infection at the trial lead incision site following the trial implant procedure and was admitted to the hospital. As a result, the trial leads were removed on (B)(6) 2017. Follow-up revealed the patient was still in the hospital.